Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss could not be confirmed because the device was returned without the needle plunger, suture, or link, which limited the scope of the investigation. A proxy needle plunger was inserted into the handle of the device resulting in acceptable needle trajectory as indicated by both needles deploying into their respective foot pockets. There was no deficiency observed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the vessel was heavily calcified. The special patient populations section of the perclose proglide device instructions for use states that the safety and efficacy has not been established in patients with vessel calcium that is fluoroscopically visible.

Event description:
It was reported that after an interventional coronary revascularization procedure, arteriotomy closure was attempted of a heavily calcified common femoral artery using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by their respective cuffs and no suture was present on the needles. The device was removed over a guide wire and a second and third proglide device were attempted, but also resulted in a needle-to-cuff misses. A fourth proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other two perclose proglide devices are being filed under a separate medwatch manufacturer report numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.